Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision usage sheet that the patient's right hip was revised. The revision usage sheet shows a stem was implanted that was not on the primary usage sheet. Sales branch provided both primary and revision usage sheets. Update 07/july/2020 wg: spoke to rep. Patient suffered a femoral periprosthetic fracture while taking out the garbage. An accolade ii stem (which was hospital inventory and therefore not on the primary usage sheet) was revised. The surgeon decided to re-implant the femoral head which was in situ. Rep confirmed that no further information will be released by the hospital or surgeon.